Event description:
It was reported that: "opened the outer box and handed the implant to the nurse. The nurse opened the sterile package and when the nurse put it onto the steriled field, the inner sterile packaging was already opened."

Manufacturer narrative:
Evaluation summary: the inner skin pack has partially opened possibly due to shifting of device during rough handling or drop. The skin pack process and equipment has been changed. The lot in question was manufactured prior to these changes.